Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the balloon of the facial tube cuff presented a hole during intubation, requiring a new intubation and tube replacement. This event was classified as cracked, completely broken or partially broken at the report on product alterations field. The event occurred in the operation room, during treatment. Although it occurred during use with a patient, there was no delay in the therapy and no harm reported as a result of this event.